Event description:
It was reported that two asystole episodes were recorded on the day of implant, which were consistent with loss of electrode contact. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).